Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system touch screen was showing halfway and saved different images under the wrong name (data mix). This was attributed to the same root cause. There is no report of death or serious injury associated with this complaint.